Event description:
It was reported that the customer was on her way to the emergency room, due to she was having a very hard time regulating her blood glucose. Caller stated that she was using the insulin pump as well as the back up method without results. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.